Event description:
During an angiography procedure, the catheter tip broke. Information provided on 02/05/07 stated the catheter was within the patient when separation occurred. The basket was used to retrieve the tip.

Manufacturer narrative:
Evaluation: still under investigation at this time.